Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the ostial vein bypass [graft]. A 4.50 x 20 mm nc trek rx balloon dilatation catheter (bdc) was not prepped outside the anatomy prior to use. The contrast mix was 10 ml contrast to 15 ml normal saline. The bdc was advanced to post dilate an unspecified stent. The balloon was inflated three times to 16 atmospheres. Deflation was performed by pulling negative for 7 seconds. After all 3 inflations, it was noted that the balloon failed to rewrap and failed to completely deflate. The bdc met resistance with the unspecified 6f guide catheter on removal and was therefore traumatically removed from the radial artery with the guide catheter resulting in a tear in the radial artery. While no intervention for the tear was performed, a delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the 30-day initial report the following information was received: the 4.50 x 20 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance. The shaft of the bdc separated on removal of the device with the guiding catheter. The separated portion of the bdc was simply removed with the guiding catheter. No additional information was provided.

Manufacturer narrative:
Device code 2017 - excessive force. Visual inspection was performed on the returned device. The reported separation and failure to fold (winged balloon) were confirmed. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Additionally, the device was noted to be stretched with a tear in the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) as a known patient effect. It should be noted the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. It is likely that the IFU violation contributed to the reported separation, noted stretching and tear in the outer member. Additionally, the IFU specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. Since the contrast ratio used was less than the required percentage, it is unknown if the IFU violation caused or contributed to the reported complaint. The IFU also specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if the violation of the IFU caused or contributed to the reported complaint. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that upon reviewing the brief video image, the balloon catheter could be seen advanced beyond the distal tip of the guide catheter. The balloon was partially inflated with contrast but ¿accordioned¿ against the distal tip of the guiding catheter as the balloon catheter was attempting to be withdrawn. There were no cine images of the traumatic removal of the balloon catheter and guiding catheter through the radial artery. The investigation determined the reported deflation issue and failure to fold (winged balloon) were possibly due to catheter position in the anatomy preventing complete deflation and contributing to the winged balloon subsequently resulting in the difficulty removing the device from the guiding catheter and shaft separation. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.